Event description:
Pediatric patient had sudden episode of hypotension, monitor showed heart beats even though not present. Subsequent tests of device (post mortem) showed atrial pace/sense problems. Also noted that ventricular cable did not lock properly.